Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent olif surgery at l4/5 levels for treating spondylolisthesis. During surgery, the surgeon could reach vertebral body as usual without any problem but he told that there was a blood vessel (diameter: about 1 mm) on intervertebral disk and it was difficult to approach. Hemostatic matrix were used for minor bleeding after placement of retractor blade. He inserted a cage smoothly with saying "dangerous" though. The surgeon used floseal again and closed incision site after confirming no more bleeding carefully. The position of the patient was changed to prone position for pps surgery. It was reported, that 15 mins later, blood pressure was acutely dropped so the surgeon finished rods placement quickly and closed the surgical incision. Blood pressure got stable after changing the position to supine position. It was reported that echocardiography did not specify the cause of bleeding. After CT inspection, abdominoscope found bleeding accumulation in the abdominal cavity. The surgeon performed emergency open surgery for blood aspiration and search of bleeding point. It was found out that lumbar artery was damaged. The recovery surgery was succeeded and the patient status was good. No patient complications were reported. The surgical time was extended more than 60 min as a result of the event.